Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, the ventricular lp was noted to exhibit unfavorable electrical parameters during mapping. The lp was removed from the patient and it was noted that the helix had become stretched. An alternate lp was implanted on(B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Final analysis found the outer helix length was out of specifications. The helix elongation is consistent with having occurred during procedure. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.